Event description:
Event description boston scientific received information that a patient with this implantable cardioverter defibrillator (ICD) called boston scientific's technical services to report hearing tones emitted from the device. Boston scientific received subsequent information that this device displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. The monitoring voltage was 2.66v and the charge time was 18.2 seconds. Boston scientific received subsequent information that the device was explanted. This cardiac resynchronization therapy defibrillator (crt-d) was not used as there was a hair on the device and the physician decided to use another crt-d.